Manufacturer narrative:
Melting of the housing occurred and was limited to adjacent to the hour counter.

Event description:
They were testing it in the customers warehouse and that's when it started on fire. There was no property or patient damage.